Event description:
Reporting status: serious injury. Reporting rationale: allergic reaction. Device issue: no device malfunction has been reported. It was reported that the pt has developed itching eyes and an annoying non-productive cough similar to bronchospasm since the stent insertion. The cough is exacerbated by taking. The pt has changed his medication routine without improvement of symptoms. No additional event or pt info is available. You are receiving this MDR report from abbott vascular, as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.